Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The date of the event is an approximation. On (B)(6) 2024, the patient experienced a low blood glucose event and lost consciousness. The patient¿s son administered a cookie and sugar water to treat the hypoglycemia. Emergency medical services (ems) were called; however, the patient reported that ems did not provide treatment on scene. The patient also stated that her dexcom cgm was not functioning at the time of the event and that she had already contacted dexcom for replacement assistance. She confirmed that she did not have any remaining sensors available. At the time of the report, the patient¿s condition was unspecified. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 03/30/2026. It was reported that an unspecified malfunction occurred. Data was provided for investigation. It was found in connection with the reported allegation that on the alleged incident date, (B)(6) 2024, estimated glucose values did not drop below the urgent low alert threshold (55 mg/dl). However, on (B)(6) 2024, egvs were in range, dropping from 387 mg/dl to 107 mg/dl from 04:51 am to 06:11 am. At 06:16 am, prior to the egvs dropping below the low alert threshold (75 mg/dl), the app delivered an urgent low soon alert at 75% volume. At 06:21 am, the egv (73 mg/dl) dropped below the low alert threshold, and the app delivered urgent low soon alerts, escalating from 75% to 100% volume until 06:31 am. At 06:36 am, the egv (49 mg/dl) dropped below the urgent low alert threshold (55 mg/dl), and the app delivered an urgent low alert at 75% volume. At 06:41 am, the app delivered another urgent low alert at 75% volume. From 06:46 am to 07:26 am, the app delivered urgent low alerts at 100% volume with egvs of low (less than 40 mg/dl). At 07:31 am, the device began experiencing temporary sensor error. After the default, 20-minute delay, the app delivered temporary sensor error alerts at 75% volume from 07:51 am to 09:06 am. At 09:11 am, the app delivered a sensor failed alert at 75% volume. Data investigation could not confirm the allegation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).